Manufacturer narrative:
An inoperable implant was reported to abbott. The system wasn't set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6), 2022 resolving the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system wasn't set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is an estimate. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipgs were not placed into surgery mode prior to the procedure. As a result, the patient's ipgs were unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipgs were deemed inoperable. Surgical intervention may occur at a later date to address the issue.